Event description:
Caller reported experiencing a temperature alarm 11 while using the pump, which did not expose to extreme conditions and was charging with authorized supplies at the time. Blood glucose level was reported to not exceed 500 mg/dl, indicating no adverse impact on the customer's condition. For resolution, the customer will continue using the current pump until the replacement arrives, as tandem technical support arranged for the shipment of a replacement pump and charging supplies, providing return instructions for the problematic device, all acknowledged by the customer.